Manufacturer narrative:
Information was received via published literature. (B)(4). Other device used: catalog #unk, unknown miller/galante ii femoral component, lot #unk. (B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that one patient underwent a lateral release and medial reefing because of maltracking.

Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.